Event description:
It was reported that the a save to disk was unable to be performed on this device. Save to disk was able to be done with other devices. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.